Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# va0ery5, implanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3387s-40, lot# va0ery5, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported the patient did not have a 50 percent or greater symptom reduction. The patient was admitted to the hospital for aggressive deep brain stimulation adjustments, rehabilitation, and ¿bp management.¿ the patient¿s wife relates since deep brain stimulation there was an increase to the patient¿s loss of balance that was first noticed on (B)(6) 2013 at an office visit. The patient had syncope that was a new onset. A CT scan and impedances measurements had been done. The patient had not recovered and the symptoms/issues were ongoing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had been falling. They fell and broke their collar bone and had lacerations on his head. The patient had fallen 13 times since april. It was stated they had one fall in rehab after implant and then started to have more falls after rehab. Impedances were noted as fine. They had turned the deep brain stimulator (dbs) off to see if the patient continued to fall. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the nurse had inquired if the deep brain stimulator (dbs) could cause orthostatic hypotension. The health care professional was going to turn the dbs off and see whether the orthostatic hypotension would stop.